Manufacturer narrative:
The device was returned for evaluation. The reported needle to cuff miss was not confirmed. The reported no audible click could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, the returned plunger was reinserted in the device and depressed into the handle; an audible click was heard. The reported irregular texture was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device using a 10f sheath after an interventional procedure. Reportedly, although there was no resistance while depressing the plunger, there was no audible click to confirm that step 2 was completed; therefore, the plunger was removed so the lever could be closed. When the plunger was removed, the suture was attached, but the knot was found unraveled. The lever was closed and the device was removed from the patient anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.